Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx coronary drug eluting stent to treat a moderately calcified and severely tortuous lesion, with 90% stenosis, located at the proximal diagonal branch. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that stent dislodgement occurred during removal following failed delivery. The stent was just off the balloon and still on the wire during removal. The stent was removed with the stent still on the interventional .014 wire. The interventional .014 wire was in the patient prior to the dislodgement. The device was replaced with a non m dt product. The patient status post-procedure is alive with no injury.